Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that there was a leak at the luer lock connector level. A chemotherapy infusion was in progress, gemcitabine, no other drugs were infusing. The nurse tried to change the glow plug, but the flow continued thereafter. The team therefore had to manage a spill of chemotherapy drug on the patient and the needle had to be changed. Fortunately, no impact on the patient's skin. No other information provided. Additional information received 28 august 2023: for this event it was leucovorin-irinotecan. 12/08/2023: two devices were returned for investigation, both had confirmed crack in the y-site. This report addresses the second device.